Event description:
The customer obtained a negative corzyme result on a donor sample that was initial and repeat reactive on auszyme and confirmed positive. An aliquot of this sample was retained and stored frozen. The retained sample was tested approx three weeks later and was initial and repeat reactive on corzyme and reactive on auszyme. The sample was sent to another lab for confirmation and generated reactive results on corzyme. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.